Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing and cartridge pigtail. Customer's blood glucose level was 220 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy.